Event description:
It was reported that during the implant procedure, the right atrial lead exhibited low impedance, no sensing, and no capture when connected to the pulse generator. The lead connection was cleaned and the lead was reinserted with the same results. The lead was connected to the psa and the anomalies persisted. The lead was not implanted and replaced. The patient was doing fine post operation.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.